Event description:
It has been reported that there was a revision to the glenosphere implant. The patient was revised after patient complaint and notified physician. Radiographs were taken and the physician stated the implant appeared to have disassociated from baseplate. Patient noticed a difference in the way his shoulder felt after 1 year after being implanted. Radiographs are available pre and post operative, no remarkable circumstances noted to contribute to this event. Patient required revision after physician documented via radiographs that the glenosphere appeared to become disassociated from well-fixed baseplate. Other implants noted for the reverse shoulder arthroplasty were glenoid baseplate, x 2 screws, humeral cup, poly and humeral stem. The explanted implants were requested to be returned at the time of the revision surgery but have not received these back from hospital to date

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.